Event description:
It was reported bd alaris¿ pump module infusion set suffered from component separation, resulting in leakage. The following information was provided by the initial reporter: "...a1203 - disconnection a050401 - fluid leak...".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of separation with leak. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported bd alaris¿ pump module infusion set suffered from component separation, resulting in leakage. The following information was provided by the initial reporter: "...a1203 - disconnection a050401 - fluid leak..."